Event description:
It was reported that the ventilator had an issue with expiratory valve. No more information was available. The patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that expiratory valve failure occurred. The device failed to meet its specifications. There was no patient involvement. According to the information provided by the technician, the 8 expiratory cassettes caused pressure transducer test failure with indication on expiratory valve test failure as it is a part of pressure transducer test sequence. More detailed evaluation revealed that expiratory cassettes had medication or saline residues inside therefore valve was not seal. The 7 expiratory cassettes were cleaned and 1 has been replaced to solve the issue. The device passed all performance tests and could be returned to clinical use. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. Further received information from the customer indicated that pressure transducer test failure was related to expiratory cassette malfunction. At the time when the decision was taken to report this issue the information about replaced part was unknown. The expiratory cassette is measuring the expiratory flow. A fault in the expiratory cassette will be detected during pre-use check (puc) and will not affect ventilation. It is worth noting that a puc should always be performed before connecting the ventilator to a patient. During pressure transducer test sequence a few tests are being conducted. One of them is checking if the measured expiratory valve at four different pressures is within ±15 cmh2o. So one of the message which can occur is expiratory valve test failure. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. Manufacture date: previous manufacture date: 11/05/2020. Corrected manufacture date: 11/03/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).